Manufacturer narrative:
(B)(4)

Event description:
Procedure: lavh. According to the reporter: the plastic piece by the arm tilt frayed. The pieces did not fall into the pt cavity. There was no pt harm and no delay in operative time reported.